Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for the device falling off due to tearing. The device was found torn all the way down the side.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the distal attachment instruction manual contains warnings and cautions for avoiding device damage and dislodgement: ¿be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off¿ and ¿do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient.¿ the instruction manual also has directions for pre-procedure visual inspection of the device, and states, ¿always have a spare instrument¿.

Event description:
Olympus was informed that at the end of therapeutic colonoscopy, the distal attachment device detached from the distal end of the olympus pcf-h190l endoscope while the endoscope was being withdrawn from the sigmoid colon. The device was retrieved from the patient using a roth net. The retrieved device was found torn down the side. There was no report of patient injury. The procedure was completed without using another distal attachment device.